Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited an unresponsive touchscreen localized to the upper left portion of the display, which impaired user interaction despite cleaning, power cycling, and charging, and a replacement was arranged after troubleshooting and education were completed. Symptoms included difficulty activating on-screen selections requiring multiple presses. Outcomes included temporary interruption to normal device use that necessitated replacement. Investigation included technical troubleshooting with the user and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.